Event description:
It was reported to baxter (B)(4) that the tubing of a clearlink catheter extension set split during use. The reported condition occurred during use. A patient was involved, but there is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one unused sample was received for evaluation. Visual inspection did not reveal any defects. Functional tests were performed, and no failures were observed. The reported condition was not confirmed. The root cause was not determined. Should additional relevant information be received, a follow-up medwatch will be submitted. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.